Event description:
It was reported that with pocket manipulation the right ventricular (rv) lead was oversensing noise causing pacing inhibition. During the lead replacement, the lead was found loose in the suture sleeve. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.